Event description:
It was reported that the external pulse generator (epg) memory was not working when changing the battery. Technical support (ts) explained that the device will not be repaired due to the epg being older then 5 years. Ts also explained conditions that must be met in order for the pacing continuation to be a minimum of 15 seconds. The caller will talk to manager about replacing. Ts emailed the 5 year service plan. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).